Manufacturer narrative:
Philips service replaced the control rack cv,spc10 and observed the system for 2 weeks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm movement failure occurred due to defective control rack cv on an azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.